Manufacturer narrative:
Failure analysis noted that the pump passed the rewind, basic occlusion, and prime / compromised force sensor and displacement test. The insulin pump was received stuck in motor error alarm loop during bolus delivery. Analysis was unable to confirm motor position encoder error alarm due to erased history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The pump was received with cracked battery tube threads, reservoir tube lip, scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the pump had a motor position encoder error alarm. The blood glucose at the time of the incident was unknown. The customer states they were not able to exit the motor position encoder error alarm. The motor position encoder error continued after set change. Troubleshooting was not performed. The device will be returned for analysis.